Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement surgery on (B)(6) 2014, the surgeon found a break in the patient¿s lead. The generator was being replaced due to end of service. Interrogation of the patient's device prior to replacement surgery was attempted twice but was unsuccessful. The surgeon elected to replace the lead during the procedure. No patient manipulation or trauma was reported. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
Analysis of the returned generator found that the device was at end of service due to normal battery depletion. The depletion was an expected event as determined by blc and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Analysis of the two returned lead portions was completed. In the first lead portion, the (+) connector ring quadfilar coil appeared to be broken approximately 218mm from the end of the connector boot. Scanning electron microscopy was performed on the connector end of the (+) connector ring quadfilar coil break (found at 218mm) and identified the area as having pitting and residual material in the broken surface areas and evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. Pitting was observed on the coil surface. Determination could not conclusively be made on the fracture mechanism. Scanning electron microscopy was performed on the electrode (mating) end of the (+) connector ring quadfilar coil break (found at 218mm) and identified the area as being pitted and mechanically damaged which prevented identification of the coil fracture type. The (+) connector ring quadfilar coil extended approximately 3mm past the end of the cut outer silicone tubing and the end appeared to be broken. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type. Three of the broken coil strands appeared to have been worn to the point of fracture. Pitting was observed on the coil surface. The (-) connector pin quadfilar coil extended approximately 15mm past the end of the cut outer silicone tubing and the end appeared to be broken. Scanning electron microscopy was performed and identified the area as having evidence of being worn to the point of fracture and no pitting. In the second lead portion, quadfilar coil 1 appeared to be broken approximately 5mm from the end of the abraded open outer silicone tubing. Scanning electron microscopy was performed and identified the area as having evidence of being worn to the point of fracture with flat spots and pitting on the coil surface. Quadfilar coil 2 appeared to be broken approximately 7mm from the end of the abraded open outer silicone tubing. Scanning electron microscopy was performed and identified the area as having evidence of being worn to the point of fracture with flat spots on the coil surface and no pitting. The end of quadfilar coil 1 appeared to be broken approximately 29mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the area on three of the broken coil strands as being pitted with mechanical damage which prevented identification of the coil fracture type. The remaining broken coil strand was identified as being mechanically damaged which prevented identification of the coil fracture type and no pitting. Pitting was observed on the coil surface. The end of quadfilar coil 2 appeared to be broken approximately 29mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the area on two of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and fine pitting. The area on the two remaining broken coil strands was identified as being mechanically damaged which prevented identification of the coil fracture type and no pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded openings found on the outer and inner silicone tubes most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings, there is evidence to suggest a discontinuity existed in the returned portions of the device. Note that since the anchor tether, (+) white electrode and a small portion of the outer silicone tubing were not returned for analysis, an evaluation cannot be made on that portion of the lead.